Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hysterectomy procedure, the enseal super jaw 22cm the scissors stopped. The device no longer allowed to open, there was a need to cut the patient's tissue to remove and the same, which caused bleeding and the surgeon intervened in the hemostasis of the tissue. Unknown how case was completed. There were no adverse consequences reported for the patient.